Event description:
After insertion, the surgeon positioned the device up into the aorta. Attempts to retract the jacket were not successful. Dr removed the device, flushed it, massaged it, and had continuous flushing going through and it still could not un-jacket the device. During the attempts to un-jacket the device, the jacket broke approx 11mm above the jacket lock. The surgeon decided to convert the pt to standard open procedure.